Event description:
The initial attorney report alleged pain and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent laparoscopic spigelian hernioplasty with composix kugel mesh. On (B)(6) 2003: office visits: patient was seen post operative for erythema and pain in left flank. Wound cultures were positive and the patient was treated with antibiotics. By the last office visit, he was noted to have no evidence of an infection. On (B)(6) 2007 - patient underwent removal of composix kugel, drainage of abscess and placement of a drain. Mesh was noted not to be incorporated and surrounded by purulent material that was slightly foul smelling.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, it is unknown whether the device may have caused or contributed to the reporter event. The patient developed an infection post operatively that was later resolved. However, upon removal of the mesh, four years later, an abscess was present and purulent fluid was noted to surround the mesh. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.